Event description:
It was reported that "t was reported that the catheter was found kinked before use. After flushing, it was found to be open, so it was used, but the contrast medium could not be flushed out satisfactorily, resulting in poor contrast imaging. Therefore, the catheter was replaced with a new catheter and the procedure was completed without problem. No patient injury was reported". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 6fr 110cm wedge catheter with the original packaging pouch. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 1.0cc. Upon microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. No condensation was noted in the inflation lumen extension line. No blood was noted on the returned sample. No visual damage or abnormalities were noted to the returned sample during the visual inspection. The inflation lumen was injected with 1.0cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 5mm. The other side measured approximately 5mm. The bal-loon did meet specifications per graphic of radius ratio less than or equal to 1.5. The inflation lu-men was injected with 1.0cc of air using a lab inventory control stroke syringe. The balloon inflat-ed symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The injection lumen was success-fully aspirated and flushed. No blood or debris was noted. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter was found kinked before use" is not confirmed. During the investigation, no damage or abnormalities were noted to the returned sample. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported that "t was reported that the catheter was found kinked before use. After flushing, it was found to be open, so it was used, but the contrast medium could not be flushed out satisfactorily, resulting in poor contrast imaging. Therefore, the catheter was replaced with a new catheter and the procedure was completed without problem. No patient injury was reported. ". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).